Manufacturer narrative:
(B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. The lens was removed and replaced intraoperatively for a lens of the same length implanted on the oblique axis, the problem was resolved. It has been noted that the surgeon elected a different length lens than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category. The problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
B5 - the complaint is not MDR reportable as a serious injury or malfunction has not occurred. The initial MDR is not applicable. Claim# (B)(4).